Manufacturer narrative:
Product event summary : performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device measured the lead pacing impedances as zero ohms and alerts were triggered. The battery was at end of life (eol). The device was reprogrammed, and then was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared. Hybrid analysis confirmed that the low power lead impedance measured zero ohms. It was also noted that the high voltage lead impedance measured 128 ohms, both loaded and unloaded. The battery voltage was measured 1.75 volts, when the actual battery voltage was 2.89 volts. However, the failure mode cleared after an l404 self-supply power on reset. The current drain increased after the failure mode was cleared. The stacked chip scale package was removed, and the high current drain was no longer present. The analysis was stopped with no cause identified for reported failure. Destructive battery analysis found no lithium-plating within the head space insulator region or on the electrode coil. Thick lithium was intact across the entire length of the anode with uniform thickness, as typically for lightly depleted batteries. Based on the destructive analysis, no evidence of internal shorts or other defects was found to account for the premature depletion and rapid voltage drop. If information is provided in the future, a supplemental report will be issued.